Manufacturer narrative:
An MDR decision tree for complaint reporting was reviewed and all devices complaints are not considered to be reportable. The devices were returned for the eval. We were able to confirm the failure. We found signs of degradation on the balloons. The root cause of balloon degradation is inconclusive. Sometimes signs of degradation appear before shelf life expiration due to the environmental storage conditions (the heat, light and/or humidity experienced by the packaging and device prior to use). Since natural rubber latex is acted on by environmental conditions, we always recommend our customers storing products in a cool dark area away from fluorescent lights, sunlight and chemical fumes to prevent premature deterioration of the rubber balloon. The device history records were reviewed and all mfg and quality inspections were completed in accordance to the instructions. Please note that no pt injuries happened.

Event description:
Two different devices from the same lot would not dilate properly. No pt injuries.